Event description:
A tandem mobi cartridge alarm was reported, and there was no adverse impact to the customer's blood glucose level. The customer experienced cartridge alarms with consecutive cartridges, and after confirming the issue, technical support decided to replace the pump, which was still under warranty. The customer was informed they would receive a replacement pump with updated software, instructed on how to put the current pump into storage mode, and advised on steps to take with the replacement. The customer was also given instructions to return the problematic pump to tandem using a provided return box and pre-paid label within ten days.